Manufacturer narrative:
Siemens investigated the information provided by the customer and determined the event was confirmed to be attributed to a use error. The customer was not wearing the proper personal protective equipment (ppe) and did not utilize the proper tool, the t-30 screw-driver. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported that while cleaning the storage ring fins on the dimension vista 1500 instrument, she cut herself. She was loosening a thumb screw for the storage ring access door with her fingers instead of the t-30 screw-driver. The customer cleaned the cut and put a band aid over the cut. Proper personal protective equipment (ppe) was not worn during this time. No further medical attention was necessary. There was a potential exposure to biohazardous material. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR on 16jul2020. Correction (13aug2020): section b3 was corrected to 07/07/2020 to reflect the correct date of event. Section g4 was corrected to 07/07/2020 to reflect the correct date received by manufacturer.